Event description:
Procedure type: low anterior resection. Patient gender: female. According to the reporter: the surgeon had difficulty obtaining the green indicator, and the handle was hard to squeeze. After applying the instrument, the surgeon had difficulty removing it from the patient. After much effort the instrument was removed but part of the anastomosis was torn. No bleeding occurred, however, the incision was extended approximately 5cm to 10cm to manually suture and correct the anastomosis. Surgical time was extended about one hour, but procedure was successfully completed.